Event description:
On opening deroyal laparotomy pack it was observed that a hole was in the outside wrapper all the way through the blue back table wrapper/cover and could be seen through and through. Staff took 2 pictures of the pack and forwarded to quality. While they were breaking down the pack they observed brown specks in the pack. They saved a blue basin with a speck taped in it. Did not save the rest of the pack. No delay to case and patient not in room.